Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no output at the time of implant. The patient is pacemaker dependent and experienced a short period of asystole. The ipg was not implanted. A new model 950 was implanted successfully.